Event description:
Lvad thrombosis on coumadin, patient had syncopal episode, heart sounds distant with high pitched vad sounds, thrombosis result of chronic end stage heart failure with multi organ dysfunction.

Manufacturer narrative:
(B)(6).